Event description:
A tandem mobi cartridge alarm was reported by the caller, which did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed the alarm issue and decided to replace the pump. The customer will continue using the current pump until receiving a new one, which will have updated software. Technical support also provided instructions on putting the pump into storage mode and steps to take upon receiving the replacement. The customer understood these instructions and was advised to return the problematic pump to tandem using the provided prepaid label.